Event description:
It was reported that the device kept indicating "remove clothing from chest" and "connect electrodes" . A back-up device was used through the remainder of the call with no incident. There were no adverse effects to the pt reported during this event.

Manufacturer narrative:
Medtronic continues to investigate the reported event.